Manufacturer narrative:
H6 - type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. Manufacturer narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the visocoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced inflammation. Medication was prescribed. Patient is being tapered off drops including dilating cycloplegia. Lens remains implanted. Additional information was requested. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.